Event description:
It was reported that the stent was dislodged from the balloon while the device remained in the packaging. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for eval. It is unk if the user attempted to remove the device from the packaging. Based upon the available info, the definitive root cause for this event is unk.